Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 325 mg/dl at time of incident and current blood glucose level was 406 mg/dl. The customer was treated with pump and shots. The customer had performed high pressure test and the test was passed. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to speak to healthcare professional regarding high blood glucose. The insulin pump will not be returned for analysis.